Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally, it was reported that a occlusion alarm occurred. Customer's blood glucose level ranged between 200-300 mg/dl. The customer was instructed to reset the pump and customer changed pump supplies to resolve issue.